Event description:
It was reported that the patient was presented in the hospital feeling unwell. The patient's right ventricular (rv) lead and right atrial (ra) lead exhibited noise over-sensing. Isometric testing performed found the noise reproducible. The physician planned lead revision. However, no information on the scheduled intervention or patient symptoms were received.

Event description:
New information received notes that the presented in the hospital for lead revision. The patient's right ventricular (rv) and right atrial (ra) leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.